Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, the device intermittently shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the device was shut off and left powered on after a few seconds and the malfunction was no longer seen.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our instigation is completed.